Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a proglide device after a percutaneous transluminal angioplasty interventional procedure using a 6f sheath. Reportedly, despite flushing prior to use, no blood flow from the marker lumen occurred. A new proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.